Event description:
It was reported to gore that on an unknown date, the patient underwent endovascular treatment using gore excluder aaa endoprosthesis. The specific type of the implanted device has not been determined. The patient tolerated the procedure. On (B)(6) 2025, transcatheter aortic valve implantation (tavi) was performed using a non-gore device (navitor tavi system by abbott). On (B)(6) 2025, the patient fell and struck his head. On (B)(6) 2025, a head CT revealed an acute subdural hematoma, for which conservative treatment was provided. On (B)(6) 2025, the formation of a chronic subdural hematoma was observed, and the patient was placed under observation. A fever of approximately 40°c was also noted. No definitive source of infection was identified; however, antibiotics (sulbactam/ampicillin) were initiated due to suspected pneumonia. The patient subsequently became afebrile; however, crp levels remained elevated, and antibiotic therapy was continued until (B)(6). On (B)(6) 2025, the patient was found lying on his back in the hospital room. He was in shock and demonstrated poor oxygenation; therefore, he was intubated and transfused with 12 units of packed rbcs and 6 units of ffp. CT showed a deformed stent graft and a dissection extending from the ascending aorta to the abdominal aorta, with surrounding hemorrhage. The physician judged that surgery was not feasible, and the patient subsequently deceased. No more information is available.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B2: the date of patient death is unknown. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.